Manufacturer narrative:
Device evaluation: the lens was returned dry in case/vial; visual inspection found foreign material (spot) on surface, but no visible damage. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.6 mm vicmo12.6 implantable collamer lens, -10.50 diopter, in the patient's right eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting, elevated intraocular pressure, and glares/haloes. The lens was exchanged for a shorter lens and the problem was resolved.